Event description:
It was reported to boston scientific corporation that an optiflo injection needle device was intended for use during a procedure. According to the complainant, while unpacking, the needle was found to be extended and was not able to be retracted into the catheter. The physician completed the procedure with another optiflo injection needle device. Reportedly, no damage was visible to the device or packaging. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. Functionally, when the trigger was activated, the needle extended and retracted without issue. Additionally, no leaks were observed. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an optiflo injection needle device was intended for use during a procedure. According to the complainant, while unpacking, the needle was found to be extended and was not able to be retracted into the catheter. The physician completed the procedure with another optiflo injection needle device. Reportedly, no damage was visible to the device or packaging. There were no patient complications reported as a result of this event.